Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. Unit properly connected and received blood glucose readings from contour next blood glucose meter. Pump error was found in the insulin pump history due to software error. Unit was received with corroded battery tube. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a software error detected alarm twice on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They programmed a normal bolus into the air. The bolus amount was recorded in the daily history. After troubleshooting was performed it was determined that the insulin pump should be replaced. The device will be returned for analysis.